Event description:
A damage to the pump housing surrounding the usb port was reported, but it did not affect the customer¿s ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode before returning it to tandem and was given a pre-paid label for the return. A replacement pump was prepared for shipment.